Manufacturer narrative:
Should have said post-sensed t-wave oversensing and not post-paced t-wave oversensing

Event description:
Information received notes the implantable cardiac monitor exhibited post-sensed t-wave oversensing and not post-paced t-wave oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited post-paced t-wave oversensing and p-wave oversensing. Programming changes were made, but the device then exhibited undersensing. A software upgrade was discussed but not implemented. The patient exhibited no adverse consequences.